Manufacturer narrative:
This supplemental report was filled to provide device evaluation results. Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The cause of the fault likely due to exposure to cold temperatures and battery has recovered, but it was unable to prove due to pg capable of only saving daily data for 1 year before overwriting with new data. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device.

Event description:
It was reported that this device recorded a code 1003 during pre-implant interrogation, indicative for voltage too low for remaining capacity and presumed to be exposure to cold weather. There was no patient involvement. The device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned.

Event description:
It was reported that this device recorded a code 1003 during pre-implant interrogation, indicative for voltage too low for remaining capacity and presumed to be exposure to cold weather. Analysis has not yet been completed to determine if the device can be implanted. The device will be sent back according to the field representative. No patient involvement.